Event description:
It was reported that the inflammatory markers were elevated and the patient was on vancomycin and tazpperan. The infection resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Although the patient's infection was not device related, the IFU lists potential adverse events, including infection (local, driveline, pump pocket), that may be associated with the use of the heartmate 3 lvas. This document also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported the patient was also on cefazolin. The infection was central line-associated bloodstream catheter related. The infection was not device related.